Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump intermittently lost power. Moisture was allegedly visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, moisture was visible behind the display lens. The returned battery cap secured properly to the pump, and no damage was found to the battery compartment. Evidence of moisture ingress was observed in the battery compartment. The pump was powered on and emitted audible tones and vibration; however, the display screen was blank due to moisture ingress. A leak test was performed and confirmed a display lens leak. The pump case was removed, and further evidence of moisture ingress was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.